Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert was received from the remote home monitoring system indicating the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out of range shock impedance measurements. Boston scientific technical services (ts) review of the data found that the shock impedance had been climbing for the last two months. Ts further discussed that the lead was a single coil lead which can exhibit higher shock impedance measurements. The clinic will continue to monitor the patient and will consider raising the value for the shock impedance alert from the remote home monitoring system. The crt-d and rv lead remain in service and no adverse patient effects were reported.